Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) ranging from 50's-60's (mg/dl). Bg was addressed with carbohydrates and reducing the basal rate. Reportedly, the customer was adjusting to continuous delivery of fast-acting insulin via basal rate. Additionally, the customer believed the basal rate was too high. The customer changed the basal rate to address the event. At the time of report, bg was 177 mg/dl.